Event description:
On (B)(6) 2022, the following information was reported to kci by the nurse: the activ.a.c.¿ ion progress¿ remote therapy monitoring system was used over a jackson-pratt drain to facilitate wound drainage from the mastectomy site. The patient allegedly developed an infection, and the activ.a.c.¿ ion progress¿ remote therapy monitoring system was discontinued. On (B)(6) 2022, the following information was reported to kci by the physician's assistant: the patient has a history of being non-compliant. On (B)(6) 2022, it was indicated the patient turned off the activ.a.c.¿ ion progress¿ remote therapy monitoring system and did not turn it back on. On (B)(6) 2022; patient was seen for follow-up; complaining of pain and foul odor. An infection was present and the activ.a.c.¿ ion progress¿ remote therapy monitoring system was discontinued. On (B)(6) 2022, the following information was reported to kci by the physician: the physician noted patient has infection to the site. Activ.a.c.¿ ion progress¿ remote therapy monitoring system was not being used properly; therefore, was removed. Patient required antibiotic to resolve. On (B)(6) 2022, the device was tested per quality control procedure by the kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2022, the device was placed with the patient. The patient declined to return the device; therefore, a device evaluation could not be performed.

Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged infection is related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The device passed quality control checks before patient placement, and a device evaluation after placement could not be performed. The physician stated the cause of the infection was due to the patient not using the activ.a.c.¿ ion progress¿ remote therapy monitoring system correctly. Therefore, this event is being reported due to potential use error. Device labeling, available in print and online, states: keep v.a.c.® therapy on: never leave a v.a.c.® dressing in place without active v.a.c.® therapy for more than two hours. If therapy is off for more that two hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy, or apply an alternate dressing at the direction of the treating physician. Wound infection call your doctor or nurse right away if you think your wound is infected or if the following symptoms develop or worsen: you have a fever, your wound is sore, red or swollen, your skin itches or you have a rash or redness around the wound, the area around the wound feels very warm, you have pus or a bad smell coming from the wound. Infected wounds: infected wounds should be monitored closely and may require more frequent dressing changes than noninfected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients / caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Disclaimer: this information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kinetic concepts, inc. Product malfunctioned, is defective or has caused serious injury.

Manufacturer narrative:
MDR-3009897021-2022-00158 submitted on 27-sep-2022 noted the following: section b3: date of event: 25-aug-2022. Correction: section b3: date of event: 22-aug-2022.

Manufacturer narrative:
Based on the additional information provided regarding the device, kci's assessment remains the same; it cannot be determined that the alleged infection is related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The physician stated the cause of the infection was due to the patient not using the activ.a.c.¿ ion progress¿ remote therapy monitoring system correctly. The device passed quality control checks before and after patient placement. Therefore, this event is being reported due to potential use error.

Event description:
On 18-nov-2022, a device evaluation was completed by kci quality engineering. On 18-nov-2022, the device was tested per quality control procedure by kci service center and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.